Event description:
Discordant third generation prostate specific antigen (3gpsa) results were obtained on a patient sample on the immulite 2000 instrument. The results were reported to the physician(s). The samples were rerun, and the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant 3gpsa results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data. The fse replaced the wash spinner and relaunched the remote tie-in system. The cause of the discordant 3gpsa results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2247117-2012-00085 was filed on (B)(4) 2012. Additional information ((B)(4) 2013): after further investigation, siemens received information from the laboratory biologist that the discordant prostate specific antigen (psa) results were due to a pre-analytical error. The tubes were inversed during sample decantation. The cause of the discordant psa results is user error. This instrument is performing according to specifications. No further evaluation of this device is required.